Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implantation in a patient with aortic stenosis. The valve was sized based on computed tomography measurements. The native valve was pre-dilated using a 23mm non-abbott balloon. During the initial attempt to deploy the valve, it was observed to be shallow on the left coronary cusp (lcc). A successful partial recapture and repositioning were performed, and the valve was deployed at an approximate depth of 4mm to 4.5mm below the annulus. There were no deployment or retraction issues noted. The valve was never re-sheathed more than twice during the procedure. The aortic angle was 59 degrees. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. Post-implant, there was no entanglement with the large flexnav delivery system and valve noted. However, it was noted via echocardiogram that there was small spot where the frame of the valve appeared to be indented. A transthoracic echocardiogram (tte) revealed central aortic regurgitation. The patient was intubated, and a transesophageal echocardiogram (tee) probe was placed to confirm the aortic regurgitation (ar). The tee indicated that the leaflet on the non-coronary cusp was immobile. It's uncertain what was pinning the leaflet. An attempt was made to mobilize the leaflet using the 23mm non-abbott balloon, but this was unsuccessful. The physician then attempted a valve-in-valve (viv) procedure with a 29mm non-abbott valve. However, after two positioning attempts, the 29mm non-abbott device pulled on the navitor valve, causing it to embolize into the sinuses. The migrated valve did not appear to block any coronary arteries. Efforts to snare the navitor valve with a lasso and bring it above the sinotubular junction (stj) were unsuccessful. Severe ar was noted, and the patient coded, necessitating emergent cardiothoracic surgery. The 29mm navitor vision valve was not damaged by the snared or the non-abbott device used in the viv. Unfortunately, the patient passed away later that evening in the intensive care unit due to hemodynamic compromise due to severe aortic regurgitation.

Manufacturer narrative:
An event of migration, severe aortic regurgitation and patients death was reported. A returned device assessment could not be performed as the device not returned for analysis. It was indicated that the valve was placed at a depth of 4 mm to 4.5 mm below the annulus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported migration appears to be under procedural conditions(non-abbott device pulled on the navitor valve). The cause of aortic regurgitation appears to be related to procedural conditions, possibly due to migration or the snaring of the migrated valve. The cause of death could not be conclusively determined. The reported unexpected medical interventions and surgery were results of case-specific circumstances, as the valve was snared, post-implant valvuloplasty, another device was implanted valve-in-valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note the per the instruction for use (IFU), (B)(6) revision d, ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿ there is no indication that the deviation caused any patient harm, a letter will not be sent. From medical review: "attempt to implant a medtronic valve-in-valve procedure was not successful and caused embolization of the navitor valve out of the annulus. The patient passed away later the same day but no additional information was provided. No further analysis can be provided with the limited information provided. If additional information and imaging is provided, an addendum will be provided to this medical review."